Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems. Hl-90 cracked and incorrect reading on temperature was confirmed, as the device was out of calibration. The physical aspect of the device revealed, cracked tank cover, outdated pcb and power switch, wear and team damaged enclosure, plate clip, line cord and front cover. No action taken, due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This device is in care of critical patients, where trauma occurs. And the device takes much physical care, during the chaotic environment.

Event description:
Device evaluation.

Manufacturer narrative:
Additional information: no patient involved. Issue identified during testing.

Event description:
Additional information: no patient involved. Issue identified during testing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was cracked, and there was an incorrect reading on the temperature. No patient injury or complications were reported in relation to this event.